Event description:
It was reported that there was no image using the sdi output of the camera control unit. The issue occurred during preparation for use, and the next procedure (laparoscopy) was completed with a similar device. There was no patient harm associated with the event and patient was not under anesthesia.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected field: h6 (component code has been corrected to 841- imager). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation of no serial digital interface output was confirmed. Based on the results of the investigation, it was confirmed that the malfunction occurred due to a failure of the printed circuit board in the rear panel. However, a root cause could not be determined. Olympus will continue to monitor field performance for this device.